Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding during menstruation") in an adult female patient who had essure (batch no. 0214173) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, vaginal delivery, dizzy, ovarian cyst (right), multigravida, parity 3, augmentation mammoplasty, perineal pain, palpitation, joint ache, headache and adenomyosis. Previously administered products included for an unreported indication: loestrin and oral contraceptive nos. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), pollakiuria ("urinary frequency"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced menorrhagia ("excessive bleeding during menstruation / abnormal bleeding (menorrhagia)"), abdominal pain lower ("cramping "), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (underwent a hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, weight increased, alopecia, dysmenorrhoea and fatigue outcome was unknown and the genital haemorrhage, menorrhagia, vaginal haemorrhage, pollakiuria and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, pollakiuria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: left trailing coils- 4 , right trailing coils- 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: essure0 coils and full occlusion of both tubes.. Most recent follow-up information incorporated above includes: on 4-feb-2019: pfs and mr received - events- "abnormal bleeding (vaginal), urinary frequency, dysmenorrhea (cramping), fatigue, abdominal pain", lot number, reporter, medical history, historical drug added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding during menstruation") in an adult female patient who had essure (batch no. 0214173) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, vaginal delivery, dizzy, ovarian cyst (right), multigravida, parity 3, augmentation mammoplasty, perineal pain, palpitation, joint ache, headache and adenomyosis. Patient underwent pelvic ultrasound and abdominal x-ray. Previously administered products included for an unreported indication: loestrin and oral contraceptive nos. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), pollakiuria ("urinary frequency"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced anaemia ("other injury(ies) or complication (s) please describe: anemia"). On an unknown date, the patient experienced menorrhagia ("excessive bleeding during menstruation / abnormal bleeding (menorrhagia)"), abdominal pain lower ("cramping "), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with antibiotics, biotin, iron and surgery (underwent a hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower and weight increased outcome was unknown and the genital haemorrhage, menorrhagia, alopecia, vaginal haemorrhage, pollakiuria, dysmenorrhoea, fatigue, abdominal pain and anaemia had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, pollakiuria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: left trailing coils: 4 , right trailing coils: 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: essure0 coils and full occlusion of both tubes. Most recent follow-up information incorporated above includes: on 29-apr-2019: plaintiff fact sheet received. Event other injury(ies) or complication (s) please describe: anemia was added. Event outcome was updated for the event: dysmenorrhea, fatigue, hair loss, anemia. Treatment drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding during menstruation") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("excessive bleeding during menstruation"), abdominal pain lower ("cramping "), weight increased ("weight gain") and alopecia ("hair loss"). The patient was treated with surgery (underwent a hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, abdominal pain lower, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, genital haemorrhage, menorrhagia, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hystrosalpingogram - on (B)(6) 2010: essure coils and full occlusion of both tubes. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding during menstruation') in an adult female patient who had essure (batch no. 0214173-invalid, 20214173) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, vaginal delivery, dizzy, ovarian cyst (right), multigravida, parity 3, augmentation mammoplasty, perineal pain, palpitation, joint ache, headache and adenomyosis. Patient underwent pelvic ultrasound and abdominal x-ray. Previously administered products included for an unreported indication: loestrin and oral contraceptive nos. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), pollakiuria ("urinary frequency"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced anaemia ("other injury(ies) or complication (s) please describe: anemia"). On an unknown date, the patient experienced menorrhagia ("excessive bleeding during menstruation / abnormal bleeding (menorrhagia)"), abdominal pain lower ("cramping "), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with antibiotics, biotin, iron and surgery (underwent a hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower and weight increased outcome was unknown and the genital haemorrhage, menorrhagia, alopecia, vaginal haemorrhage, pollakiuria, dysmenorrhoea, fatigue, abdominal pain and anaemia had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, pollakiuria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: left trailing coils- 4, right trailing coils- 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: essure 0 coils and full occlusion of both tubes. Lot # reported, 0214173 is invalid. Lot number: 20214173, manufacture date: 2009-09, expiration date: 2012-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-may-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.